Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use, during the event include: brand name: vectris surescan, product ID: 977a260 (serial#: (B)(6)), product type: 0200-lead, brand name: vectris surescan, product ID: 977a260 (serial#: (B)(6)), product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from multiple sources (manufacturer representative, healthcare provider). Regarding a patient, who was implanted with an implantable neurostimulator (ins). It was reported, that the leads migrated. And the patient had a loss of therapy coverage to all areas of pain. The patient had a return of pain. And a surgery was planned to replace the leads with a surgical lead. Further information received, from the manufacturer representative reported, that the doctor determined, both leads had migrated, due to the patient falling a lot. The patient did not have good therapy coverage, due to the location of the migrated leads, so they were replaced with a paddle lead. The doctor stated, that there was nothing wrong with the leads.